Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent, a suprarenal, and limb extension to treat a bilateral common iliac aneurysms as well as an infrarenal aneurysm. While out of town, the patient presented at the hospital and the physician noted a separation in the right common iliac stent and right common iliac has grown. The patient will see his regular physician for further treatment. As of the date of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiia, and right common iliac artery sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal could not be determined due to the lack of any medical documentation or imaging. Unable to determine procedure, user or anatomy-related issues, or off-label and/or cautionary product use, or procedure-related harms. Associated clinical harms for this device failure included: aneurysm sac growth, and type iiia endoleak. Patient was reported as in healthy condition and no other negative patient sequelae was reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type 3a events have been reduced by (B)(4). Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.